Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose level was 22mg/dl. Customer could not do troubleshooting for low readings. Customer stated pump is malfunctioning as keep resetting itself and this is the second time she has had it reset. Hospital but not because of the low blood glucose also stated that the bolus wizard did not give the right amount of insulin because the pump reset itself the insulin pump will be returned for analysis.